Manufacturer narrative:
(B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(4): "over infusion/ operating unit." "The drug was infused in 5 hrs and it should be infused in 8 hrs."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). This report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. The user did not inform the infusion parameters in use during the adverse event, so there is nothing to analyze. According to the history of use of the equipment, it was also not used in march 2022, the month in which the user reports that the adverse event occurred". "To verify the performance of the equipment, we will simulate a standard infusion of 25ml/h, for 100ml, which should take place in 04 hours and record the results". "Result: approved. (Administration fee accuracy fixed ± 5% according to iec/en 60601-2-24)" unconfirmed technical complaint.